Event description:
The user facility reported problem of "angulation issues and distal end rubber is damaged" was identified during a procedure. The subject device was inspected before use. The user facility reported that the subject device instructions for use steps were followed in the reprocessing of the device. The user facility confirmed no harm or injury to the patient occurred, associated with the reported problem.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the presence of a foreign object was confirmed. The foreign object was unable to be identified. There were no reported deviations from the instructions for use. The event likely occurred due to physical damage to the device, the foreign matter could not be removed even after proper reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the device was insufficiently or incorrectly reprocessed as evidenced by the presence of contamination present on the a-rubber adhesive. Additional evaluation findings are as follows: 1.) Forceps channel port noted deformed; 2.) The grip is shaved; 3.) The scope cover was noted shaved; 4.) The air/water cylinder was noted discolored; 5.) The suction cylinder was noted discolored; 6.) Switch 1, the switch box, multiple knobs and the light guide cover glass were noted to have scratches; 7.) Label on the scope connector noted peeled; 8.) Scope connector cover noted scratched; 9.) Electrical connector corroded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gif-q165, evis exera ii gastrointestinal videoscope to olympus for repair due to a report of "angulation issues and distal end rubber is damaged." There was no patient injury, associated with the problems, reported to olympus. Upon inspection and testing of the returned device, it was determined that the scope was insufficiently or incorrectly reprocessed as evidenced by the presence of contamination on the bending section cover (a-rubber) adhesive. This report is submitted due to the finding of contamination present on the a-rubber adhesive, identified during in-house service of the device. There has been no patient injury, associated with the problem, reported to olympus.